Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Nurse reported that a patient had a 28 cm equistream catheter inserted. It was reported that the catheter was working well until there was a complaint on an alleged leak at one of the extension legs near the hub. A new catheter was inserted for patient to continue dialysis. On (B)(6) 2016 - attached cir states that the device is being returned to bas for investigation, indicating that the device was removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the extension legs was confirmed, but the exact cause of the damage is unknown. One equistream d/l catheter was returned for investigation. The printing on the bifurcation and extension legs was worn and smeared. What appears to be tape residue was observed on the molded bifurcation and a 1.7cm segment of dual lumen tubing just distal to the bifurcation. A visual observation of the catheter revealed a circumferential breach in both the venous and arterial extension legs at the proximal end of the bifurcation. A microscopic examination of the circumferential splits revealed a rough and granular surface, which is indicative of a tear in the tubing. The circumferential splits allowed fluid to leak from the extension legs. The damaged extension legs may be attributable to a combination of chemical degradation and material fatigue; however, the exact cause is unknown. The chemicals used on the catheter are unknown. The product IFU states, ¿acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., polysporin ointment) are the preferred alternative.¿ the IFU also provides guidance to avoid sharp or acute angles which could compromise the opening of the catheter lumens, thus avoiding material fatigue. No defects related to the manufacturing process were noted on the catheter that would contribute to the damage observed on the extension legs. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.